Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and wall adapters. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.